Event description:
The manufacturer received information alleging a trilogy 202 device failed pvt on the verify o2 flow sensor. There was no allegation of patient harm. The device was not reported to be in patient use. The device has been returned to a manufacturer's service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy 202 device failed pvt on the verify o2 flow sensor. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the device at a third-party service center, it is documented that there are no actionable errors in log. No alarms occurred on bench test. The device passed full testing. Additionally, the front enclosure was discovered to be damaged and was replaced. Device ready for dispatch.